Manufacturer narrative:
Customer is claiming false negative because their test showed negative for flu a. They then went to the doctor's office the day after and tested positive via a molecular test. The customer did not provide a specific molecular testing time and use test kits time. Regarding the initial feedback on abnormal recognition of the testing line, the user replied,"this was absolutely an error on our part reading the results of the test kit as we misunderstood the instructions."we can't confirm if the user had utilized the test kit appropriately as per intended use or off use. The manufacturer retested the lot (242cf10718) with flua positive samples, no false negative for flua were detected.

Event description:
Event details: bought a 4 pack of the combo covid/flu tests through amazon recently and they are faulty tests. Used 2 of the 4 tests in the box, the test kit did not pick up on the flu virus (flu a) as we tested negative on the test kit, but we did in fact test positive for flu a at the doctor's office the following day via a molecular test.